Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse) and no malfunctions were found. No parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. Evaluation of received event log revealed alarms indicating a high airway pressure. The technical log does not include any errors that may be associated with a ventilator malfunction at the time of the event. An increase in airway pressure can occur due to a blockage in the respiratory system. No information concerning patient breathing circuit or filter was provided. Our conclusion is that there was no ventilator malfunction. The ventilator detected and generated alarms for the high pressure situation. The root cause of the reported high airway pressure has not been determined.

Event description:
It was reported that the ventilator alarmed for high pressure. There was no patient harm. Manufacturer's ref.#: (B)(4).